Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) displayed inaccurately low control solution results. The reporter was unable to give exact values. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the control solution results obtained on the subject meter were out of range. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.